Event description:
It was reported that in the operating room, a short time after the medical solution was injected into the catheter that was placed into the internal jugular vein, the md found a leak at the catheter clamp. As a result, the catheter was removed and replaced without issue or complications to the pt. Note: the catheter had been indwelled approximately an hour when the leak was found.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.